Manufacturer narrative:
Investigation summary: the event device was returned for evaluation. During functional testing, engineering was unable to confirm the complainant's experience, as the device functioned as intended and met current specifications. It is likely that reported event was caused by overfilling the jaws. The instructions for use (IFU) states "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents our initial and final report.

Event description:
Procedure performed: "removal of ovarian cyst." "The jaws on the voyant were poorly grasping when the doctor was working on the ovarian cyst." Additional information received via email on july 18, 2017 - "I became aware of the incident when the doctor tried grasp and apply energy to the cyst. The tissue was slippery and rubbery. The tissue would slip out as she was applying energy. The tissue wasn't over 7 mm in thickness. The jaws for the device was cleaners several times. Before and after the incident. The doctor continued to use voyant. However, she opened another energy device to remove the cyst. The doctor will continue using voyant." Patient status: no patient injury or illness.